Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6500rbd round burr had metal shards flaking off the distal end of the burr when they were smoothing out some bone. It was visible on the surrounding soft tissue. This was discovered during a procedure with no patient harm. The case was completed with another burr. Additional information provided 02-feb-2026: it was further reported this was discovered during a hip arthroscopy procedure with a minimal delay experienced and no additional anesthesia administered. All fragments were retrieved from the patient.